Event description:
The dentist reported that this screw fractured.

Manufacturer narrative:
Upon visual inspection of this well used looking screw, it was found to be fractured. The product records did not provide any indication of a manufacturing deviation that would cause this condition. No lot or order number provided.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.